Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant') and uterine perforation ('perforation of organs/ uterine perforation/migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (salpingectomy(bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, abdominal pain, dyspareunia and menorrhagia outcome was unknown. The reporter considered abdominal pain, device breakage, dyspareunia, menorrhagia and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-nov-2019: ppf received. Reporter's information was added. Added event abdominal pain, dyspareunia, menorrhagia. Pt updated perforation nos to uterine perforation. Date of insertion was updated. Date of removal was updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant") and perforation ("perforation of organs") in a female patient who had essure inserted. In 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (she had surgery to remove the essure) and surgery (she had surgery to remove the essure). Essure was removed in (B)(6) 2016. At the time of the report, the device breakage and perforation outcome was unknown. The reporter considered device breakage and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.